Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging she was missing readings in the memory on the onetouch ping meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2014 and obtained the following information: the patient test seven times a day and manages her diabetes with insulin pump therapy. The patient indicated she was still able to obtain actionable blood glucose readings with the subject meter and did not take any action in regards to her diabetes management in response to the alleged meter issue. According to the patient as a result of the alleged meter she developed a symptom of dizziness; the patient denied receiving any form of medical intervention of after the reported issue was discovered. The patient indicated she was advised by her diabetic educator to contact lfs for a replacement. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged meter issue remains unresolved. A replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.